Manufacturer narrative:
It is reported the device going to the hospital pathology department first for review. Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the implantable stimulator was implanted about a month ago. The stimulator was explanted due to a severe reaction from the patient. The area around the implantation site was very red and exhibited inflammation. Serology samples were taken during the revision while removing the device for inspection of possible infection.